Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient(s) receiving gabalon intrathecal of an unknown drug concentration at an unknown dose rate for treatment of spasticity. The patient¿s past medical history and complications included spastic cerebral palsy, scoliosis (date of onset was (B)(6) 2021), and cytomegalovirus infection (disease duration unknown). It was reported that on (B)(6) 2023, there was redness and swelling around the area of the pump, so serous fluid and cerebrospinal fluid around the area of the pump were examined. An infection was confirmed in the cerebrospinal fluid on (B)(6) 2023, so the pump was removed. It was said that they had taken the utmost precautions to prevent infection since the surgery was always performed on a child and the patient's condition was very severe. Regarding the outcome of the intrathecal baclofen device infection, meningitis, the patient recovered. The infection was related to the pump, catheter, and procedure. The infection was unrelated to drug. The patient¿s height was 140 cm.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6tyd403 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 02-feb-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter was explanted on (B)(6) 2023. The pump and catheter were discarded by the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6tyd403 serial# implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.